Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2011 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explanted date: 2011. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients spinal cord stimulator (scs) would cause shocked through the entire body. The patient underwent an explant procedure.